Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the pt was an in-patient and a gall bladder surgery had been scheduled to be performed the following day. The user facility reported that the pt's common bile duct was filled with stones, and 1/3 of the stones were removed while the remainder stones were "stack on top of one another". The user facility reported that the pt was visited on (B)(6) 2012 and was found doing well. The device referenced in this report was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determine. However, the size, hardness and excessive quantity of stones could not be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the referenced device was working fine but possibly encountered a large and hard stone which caused the sheath, wire basket, and the endoscope to be stuck inside the pt. The users eventually managed to cut and remove the sheath and the endoscope with the basket remaining. The pt reportedly had to undergo an open surgery for basket removal.